Event description:
It was reported that the patient went into supraventricular tachycardia (svt) with heart rates in the 150-160's. Adenosine was given which slowed down the patient's heart rate, but it continued to be in the 150's. The patient's implantable cardioverter-defibrillator (ICD) was interrogated and the patient was noted to be in atrial fibrillation. Amiodarone drip was initiated. The patient's heart rate was still elevated. Direct current cardioversion (dccv) was attempted twice and normal sinus rhythm was restored on both occasions for only 10 seconds. The patient continued to be in atrial fibrillation and the amiodarone drip was continued.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a history of non-sustained ventricular tachycardia (nsvt) prior to implant. An implantable cardioverter defibrillator (ICD) was also implanted prior to left ventricular assist device (lvad) implant.